Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab observed a hole on the surface of the tip area (hole at the pebax). Initially it was reported that there was a force sensor error which occurred when the cable was connected. The cable was replaced, but the issue was not resolved. After that, the procedure was continued. During ventricle ablation, noise occurred. The catheter was in the patient¿s body at the time of the noise. The signal noise was confirmed in the ablation catheter. Noise occurred on intracardiac only on both the carto 3 system and the lab. Resolved with the thermocool® smart touch® sf bi-directional navigation catheter replacement. The procedure was completed without patient's consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The noise issue was assessed as not MDR reportable. The risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-dec-2022, there was reddish material inside the pebax and a hole on the surface of the tip area (hole at the pebax). The hole on the surface of the tip area (hole at the pebax) was assessed as MDR reportable. The awareness date for this reportable lab finding was 27-dec-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 18-nov-2022. The device evaluation was completed on 27-dec-2022. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was reddish material inside the pebax and a hole on the surface of the tip area. An electrical test was performed, and no electrical issues were found. A screening test was performed and the device was recognized correctly; however, hi force appeared. The hole at the pebax could be related to the issue found and the issues reported by de customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).